Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2018-jan-30. It was reported that the pump eroding through the patient's skin was first noticed on (B)(6) 2017. It was indicated that the issue had been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided regarding the initial reporter. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on (B)(6)2018. It was confirmed that the pump was delivering gablofen at a dose of 500 mcg/day, administered intrathecally.[previously reported as lioresal at 100 mcg/day] the indication for use was reported as cerebral palsy. It was reported that the onset date for the erosion at the pump site was (B)(6)2017, and occurred in the right lower quadrant. No infection was cultured related to the erosion at the pump site. Regarding medical treatment the patient received, it was reported that the pump and catheter were replaced; the new pump was placed sub-muscular via plastic surgery. No further complications were reported or anticipated. The patient¿s medical history included cerebral palsy with spastic quadriplegia. It was noted that the patient's height was (B)(6). The patient's race/ethnic background was noted as caucasian. The patient was not taking/receiving any concomitant medications/dietary supplements at the time of the event.

Manufacturer narrative:
Refers to the main device, other components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was rece iving 2000 mcg/ml of lioresal at 100 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2018, it was reported that the patient's pump eroded through the patient's skin. The pump was rubbing against the patient's skin in their wheelchair and it was confirmed that the pump ruptured the skin. The patient's pump and catheter were explanted on (B)(6) 2017 and a new pump and catheter were implanted on (B)(6) 2018. The patient's weight was provided as (B)(6). No further complications were reported.